Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 480 mg/dl and high ketone levels. The customer didn't hear any pump sounds at all due to his severe hearing loss, but noticed the rising bg and left the corrections to the pump only. The customer was using humalog for insulin therapy and recently started to use novorapid and is currently using humalog again. Customer administered a bolus via the pump to address bg prior to the ER visit. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Information regarding the release date was not provided. The customer reverted to an alternate method of insulin.